Manufacturer narrative:
One (1) impl tapered sp 4.8mm 8mm octagon (spwb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use, the mount was attached to implant. No original packaging returned. No screw within. Cannot verify coob since the implant has been handled by the customer. Functional testing to recreate the reported event; verified the mount could not be removed from the implant, confirming malfunction. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 29 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019070100). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019070100) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (spwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed. The alleged coob was non-verifiable since, the implant has been handled by the customer, and the original packaging was not returned. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. PMA/510(k): k011245, k002188.

Event description:
It was reported that dr. Indicated malfunction. The implant body cannot be removed from the fixture mount. The implant was removed, and another implant was placed. Tooth site # 29.